Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The console viewer was returned for fa with the reported issue that the left eye display on the console was black. The reported issue was replicated on site. Fa checked the system logs and found no related errors. Fa performed troubleshooting and isolated the issue with the viewer. Fa replaced viewer to address reported issue. Fa performed visual inspection and found no problem related to reported issue. Fa checked the error logs and found nothing related to reported issue. Fa installed the viewer on an internal system and upon startup it was noticed that the left eye display was black, replicating the reported issue. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to a faulty left side display on the viewer.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse power cycled the system and was able to verify the reported issue. The fse replaced the console viewer. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an issue with one eye in the console going black after they power cycled the system. The technical support engineer (tse) guided the caller through checking the blue fiber cables and hard cycling the console, but the issue remained. The procedure was completed as planned with no reported injury.